Event description:
The reporter received an ono walker with a wheel that had fallen off. No injury was reported.

Manufacturer narrative:
The walker's left rear wheel had come off. The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. According to the customer, the wheels had never been replaced. However, the wheel that came off was less dusty and less worn than the other three wheels. In addition, the circlips of the three wheels that had not come off were slightly over-extended, and the wheel axles were lubricated with a grease that etac does not use. (B)(4).